Manufacturer narrative:
This is a supplemental report to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The root cause was determined to be cable unit that had malfunctioned. The legal manufacturer determined the likely cause of the malfunctioning cable was user handling. As stated in the instructions for use, as a preventive measure: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a shortage in cable. The image quality was checked and contained two dead white pixels that could not be corrected. The coupler was found dented. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a b30 error-scope communication error while using a camera head during a procedure. There was no patient injury or harm reported. No additional information has been obtained.